Manufacturer narrative:
Field service engineer (fse) investigated the report of a crash condition alarm and no table movement during a procedure and found the slide potentiometer for the leg extension was bent causing the error. Fse replaced the slidepot and the latch block assembly and verified proper operation per qsqrwi4.1. Unit was returned to the customer for full service.

Event description:
Customer reports via phone that during a urology procedure, the staff reported the table gave a collision condition, then stopped all movement. Staff was able to complete the procedure with table in the stopped position. Customer did not provide patient or procedural information other than to say the patient is fine. No reported injury.